Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the available information, the cause of the patient¿s peritonitis cannot be established. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy with the pd catheter being the source of infection most often.

Event description:
On 4/jun/2024, it was reported that this patient on peritoneal dialysis (pd) had a previous event of fungal peritonitis in (B)(6) 2024. Although it was reported that the cause of the peritonitis was unknown, there were no reported allegations that the event was related to any issues with fresenius products. It was stated that the patient¿s pd catheter (not a fresenius product) had to be removed. Additional follow-up was performed with the patient¿s son who confirmed that on the patient¿s fungal peritonitis (date could not be provided). It was stated the patient had a pd culture obtained but the results were not available therefore, the fungal organism was unknown. As a result, the patient underwent removal of the pd catheter (not a fresenius product). Furthermore, the patient was treated with antifungal therapy (details unknown). The patient reportedly recovered from the event. The cause of the peritonitis was unknown, per the patient¿s son. However, it was stated that the patient did not have any product malfunctions in relation to the peritonitis event. It was reported that the patient¿s doctor suggested that the fungal peritonitis may have been caused by the pd catheter.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 4/jun/2024, it was reported that this patient on peritoneal dialysis (pd) had a previous event of fungal peritonitis in march 2024. Although it was reported that the cause of the peritonitis was unknown, there were no reported allegations that the event was related to any issues with fresenius products. It was stated that the patient¿s pd catheter (not a fresenius product) had to be removed. Additional follow-up was performed with the patient¿s son who confirmed that on the patient¿s fungal peritonitis (date could not be provided). It was stated the patient had a pd culture obtained but the results were not available therefore, the fungal organism was unknown. As a result, the patient underwent removal of the pd catheter (not a fresenius product). Furthermore, the patient was treated with antifungal therapy (details unknown). The patient reportedly recovered from the event. The cause of the peritonitis was unknown, per the patient¿s son. However, it was stated that the patient did not have any product malfunctions in relation to the peritonitis event. It was reported that the patient¿s doctor suggested that the fungal peritonitis may have been caused by the pd catheter.